Manufacturer narrative:
The slimline and sharplan reusable fibers must be inserted into the flexible ureteroscope with the cladding extending slightly beyond the end of the scope. This applies both to reused fibers and to initial use of these fibers. Failure to assure that the cladding extends beyond the end of the ureteroscope constitutes user error. In addition, if the fiber is not properly fixated within the scope during the surgical maneuvers, the fiber can be damaged. Lumenis recommended that the end user use the slimline 365 instead of the 200 micron opt fiber as the slimline 365 has a more colorful cladding that is more visible than the opt fiber (which has an amber cladding). Lumenis also recommended the slimline ez fiber (which is single-use) due to the problems reported by the end user with cleaving the multi-use slimline fibers. Lumenis also recommended to the fiber distributor add'l training for the customer. Manufacturer info in user facility report is not correct. Lumenis is the manufacturer of these fibers. Lumenis manufactures a 365 micron slimline fiber and does not manufacture 360 micron surgical fibers.

Event description:
Per the end user, there were numerous instances where the fiber tip burned back into the flexible ureteroscope, causing damage to the scope and delays in procedures while equipment was replaced. In some cases, the laser burned through the bending rubber on the scope, with the potential to burn pts. Most of the incidents involved reprocessed fibers. Per the end user, staff were having difficulty in cleaving and reprocessing the slimline reusable fibers. The customer has decided that it is more cost effective to use the multi-use fibers only once rather than reprocess them. The end user filed a user facility MDR. Lumenis requested pt and incident dates and details. No details could be provided, but per the end user, approximately three pts might have been exposed to small burns, and the level of harm was low. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable.